Event description:
It was reported in 2009, that a pt was allegedly admitted to the hosp to surgically remove two pieces of v.a.c. Whitefoam that were left in the wound tunnel. The pt continues to receive v.a.c. Therapy as of the date of this report.

Manufacturer narrative:
According to the hosp wound, ostomy and continence nurse (wocn), when the pt was discharged with the v.a.c. Therapy unit in 2009, the number of foam pieces was listed on the outside of the v.a.c. Dressing. The wocn stated that the pt's daughter was informed that there was v.a.c. Whitefoam in two wound tunnels, and to be sure to communicate this to the home health agency (hha) that would be caring for the pt. The wocn also stated that according to the pt's daughter, the hha was notified of the number of foam pieces and where this was documented by the hosp on the outside of the dressing. However, the v.a.c. Whitefoam was not removed from the tunnels resulting in non-progression of the wound. This appears to be a case of user error, where the foam was left in the wound resulting in medical intervention to remove foam. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound, and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."